Event description:
On (B)(6) 2022 I had a surgical procedure to replace the lens that was inserted during cataract surgery done in (B)(6) 2021 to give me better distance vision. On the morning of (B)(6) 2022 I woke up not being able to see out of that eye - it was pure white, like looking through a cloud. I called my ophthalmologist's office and was told to come in. The doctor suspected tass, as my cornea was extremely swollen. He had me use prednisolone acetate eye drops every hour and told me to return in 4 days. When I returned in 4 days, there was little improvement. I still couldn't see properly - only shapes and some colors through a cloud, or gauze effect. He then told me to use the drops every 2 hours and take valacyclovir (medication I have for cold sores) several times a day for 10 days to rule out that the virus had traveled to my eye. I came back on (B)(6) 2022 and the swelling showed very minimal improvement around the edges of the cornea. I still could not see properly, although by the end of the day I was able to make out objects and people, but still not able to read any signs or see without blurred vision. I was told to finish up the valacyclovir for the 10 days and just do the steroid drops 4 times a day and come back in 2 weeks. I was also told there was another patient who had eye surgery on the same day I did who had extreme corneal edema, but the doctor said that person had other contributing factors and their case probably wasn't tass. He also told me he reported this to the hospital (both cases). I came back on (B)(6) 2022 and was told there was not as much improvement as he'd like to have seen after this amount of time. I was able to make out a couple letters on the eye chart, but only at the largest image. I was told to keep using the drops 4 times a day and come back in 4 weeks. I was giving handouts with information on corneal transplant surgeries. As you could "image," I was quite distraught by this - I did go for a second opinion on (B)(6) 2022 by a highly respected and recommended ophthalmologist who was also under the impression that I had tass as a result of the surgery on (B)(6) 2022. I am still in the middle of this nightmare, and not sure what to do at this point. My next follow-up appointment is (B)(6) 2022. FDA safety report ID# (B)(4).

Event description:
Additional information received from reporter on 5/9/2022 for report mw5109548 to remove checked anon box.